Event description:
It was reported that two needle tips broke during a rotator cuff repair and remain in the patient's cuff. According to the reporter, the surgeon did try to locate the tips with no success. An x-ray was taken to confirm the tips remain in the patient's cuff. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue, or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.